Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) female patient who was receiving bupivacaine 7.5mg/ml at 1.845 mg/day and morphine 25mg/ml at 6.149 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type I. On (B)(6) 2015 at 0600, a motor stall occurred and recovered 2 hours later. On (B)(6) 2015 at 0540, another motor stall occurred and no recovery was noted. The stalls were seen on initial interrogation. The patient experienced withdrawal and was in the emergency room (ER) as a result. The patient had not recently had a MRI. The hcp was planning to replace the pump. If additional information becomes available, a follow-up report will be submitted.